Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(6). Has been completed. The reported problem (belt is unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to thermally damaged components, l702, l703, u727, and u728 on the distribution node pca.

Event description:
A us distributor reported that a patient's monitor will not power up. A us distributor contacted zoll to report that a patient alleged that a defibrillation event occurred. The patient alleged that she was treated several times at approximately 4:30 am while in the hospital. She reported that she does not recall the treatment and that she believes she must have passed out. The patient then reported that the monitor would not power on. Due to a monitor malfunction, it is unknown if the patient was treated. The patient remains in the hospital and continued wearing the lifevest.